Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over nine (9) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the no image showing up could not be determined. However, olympus presumed the event may be due to inappropriate repair by the third party, causing irregularity on the circuit board in the endoscope connector. Olympus will continue to monitor field performance for this device. The event can be prevented by following the instructions for use which state: "instructions for ltf-s190-5 operation manual chapter 3, "preparation and inspection" section 3.8, "inspection of the endoscopic system"; "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the endoeye flex deflectable videoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.